Event description:
This is follow up#1 to report on 03/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with an unknown strattice device on (B)(6) 2016. The patient underwent a procedure for ¿robotic repair of recurrent incisional hernia, explantation of suspected old hernia mesh, and lysis of adhesions¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain, recurrence, incarceration, infection, adhesions, emotional injuries with and without treatment, and intervention and mesh removal surgery.¿ the form lists the conditions that were treated were ¿pain, recurrence, incarceration, infection, adhesions, and intervention and mesh removal surgery¿ on or about (B)(6) 2023. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.